Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR review could not be conducted since the lot number (h880003010z) provided in the customer compliant does not belong to (B)(6) facilities; this is an incorrect lot number. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customer with this complaint description.

Event description:
The customer alleges that the humidifier adaptor could not screw on the water reservoir of the aquapak.

Manufacturer narrative:
(B)(4). Lot# corrected to 440157. A DHR review was completed on the water lot number listed in the complaint. A review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The sample was returned for evaluation. A visual exam was performed and it was observed that the water bottle was used with a humidifier adaptor attached to the water bottle. Visual inspection shows the snap cap on the humidifier adaptor is positioned incorrectly therefore the adaptor is not able to be properly threaded on the flow meter. No other issues were found. A functional inspection of the product was not performed as the humidifier adaptor could not be connected to a flow meter due to the defect. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address the issue.

Event description:
The customer alleges that the humidifier adaptor could not screw on the water reservoir of the aquapak.